Event description:
A journal article was reviewed which contained information regarding this atrial lead. The patient presented with infection in the pacemaker pocket. The transthoracic echocardiography indicated that the atrial lead had "vegetation" present. The culture confirmed "lead-dependent infective endocarditis" the lead was removed. During the removal procedure, the lead showed "abrasions" of the silicone insulation. The patient recovered and within days was discharged from the hospital. Further follow up did not yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the united states. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "early abrasion of outer silicone insulation after intracardiac lead friction in a patient with cardiac device-related infective endocarditis." Pace pacing clin. Electrophysiol. June 1 2012;35(6):e156-e158. .